Manufacturer narrative:
At the time of this report, the results of the device evaluation are not available.

Event description:
The event is reported as: before using, when checking, it was found that the white balloon was leaking and could not be inflated. No patient injury reported.